Manufacturer narrative:
Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 124-169mg/dl fasting. Verified the strips expire (B)(6) 2018. Customer confirms the strips are stored properly and were first opened april 2015. Customer performed back to back blood test, 100mg/dl and 105mg/dl fasting. Reviewed meter memory: lomg/dl, (B)(6)2015, 04:12:00 pm, fasting: no; lomg/dl, (B)(6) 2015, 0910:12:00 am, fasting: no; 105mg/dl, (B)(6) 2015, 04:14:00 pm, fasting: no; 161mg/dl, (B)(6) 2015, 03:50:00 pm, fasting: no; 167g/dl, (B)(6) 2015, 02:08:00 pm, fasting: no. No adverse event reported.